Event description:
(B)(4). I got essure end of (B)(6) 2011. A month after giving birth. Four days later a broke piece came out.. I bled for 10 months. Dr passed it off as a possibility cause I got depo and just gave birth. Well here it is (B)(6) 2016 and I had a total hysterectomy leaving me with my right ovary. The left ovary was attached to my tube and uterus that had mass cysts filled with blood cots and fluid. My uterus even had the same cyst.